Event description:
The surgeon implanted an aq2010v-silicone three piece lens but the haptic broke while being inserted. The lens was removed with no pt injury. An msi-pm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.

Manufacturer narrative:
H6: evaluation method - work order search. Results - : visual inspection of the product found no visible damage to the lens. There was evidence of surgical/reddish residue. A work order search was performed and no similar complaints were found within this work order.